Event description:
It was reported that (1) lcsc5 was used with luke handpiece during a laparoscopic cholecystectomy procedure. It was reported by the rep that the lcsc5 worked fine for entire laparoscopic cholecystectomy. The surgeon attempted to do a liver biopsy with instrument when it "straight lined". The rep worked with it and tried two other blades and handpieces. The devices worked fine upon testing. The case was completed with electro cautery. There was no consequence to pt.